Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent a surgery at l5-s1 due to radiculopathy at l5. A cage was implanted at l5-s1 during this surgery. On an unknown date, post-op, the patient felt severe pain when he bent down to put on socks or stretched to make it easier to move. Then, the patient got medical attention, and it was found that the cage had backed out. Reportedly, radiculopathy reoccurred and the patient experienced pain in his lower limbs. Hence, the patient underwent a revision surgery, in which the backed-out cage was completely removed, and autogenous bone graft was performed additionally.